Event description:
It was reported that the subject device was returned with the mention "out of order". No further information was provided.

Event description:
It was reported that the subject device was returned with the mention "out of order". No further information was provided.